Event description:
On (B)(6) 2008, customer reported erroneous high white blood cell (wbc) count of 430 (/ul) when using the coulter lh 750 hematology analyzer. This event occurred on (B)(6) 2008 with a specific sample. No instrument generated flags were present for the wbc parameter. Erroneous test results for wbc were reported out of the laboratory. The physician questioned the results. Sample was rerun, with wbc count of 50 (/ul), with no instrument generated flags for the wmc parameter. Manual blood smear confirmed test results. Corrected test results were issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event. The instrument was within quality control (qc) specifications. Controls were run before the incident and recovered within range.

Manufacturer narrative:
Service information was not provided. It is unknown if the analyzer was evaluated at the time of the event. Root cause is unknown but may be attributed to a result of carryover from a previous run (most likely a sample with high wbc count) or of bubbles in the bath. The analyzer did generate instrument generated flags of verify diff and low event number alerting the operator. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.